Manufacturer narrative:
Mfg site eval: samples received: 50 unopened pouches. There is one previous complaint of this code batch regarding other issue. There are no units in OEM stock. All closed packs received are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions no product: not applicable. Corrective action: not applicable.

Event description:
Country of complaint: (B)(6). Thread breaks at knot.